Manufacturer narrative:
The investigation reviewed the customer's alarm trace and found sample quality alarms.the investigation is ongoing.

Event description:
The initial reporter received questionable elecsys vitamin d assay results for three samples with a cobas 6000 e 601 module. For sample identifier (B)(6), the initial vitamin d result was > 250 nmol/l. The repeat result was 29.15 nmol/l. For sample identifier (B)(6), the initial vitamin d result was > 250 nmol/l. The repeat result was 23.93 nmol/l. For sample identifier (B)(6), the initial vitamin d result was > 250 nmol/l. The repeat result was 72.35 nmol/l. It is unknown if the results were reported outside of the laboratory or which results were deemed correct. The reagent lot was 570746. The expiration date was requested but not provided.

Manufacturer narrative:
Based on the information provided, a root cause could not be determined. The event was consistent with measuring cells overdue for replacement or sample quality issues.